Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the channel was unable to be further specified. As a consideration on the cause of the suggested phenomenon, it was noted that the user confirmed that the insertion section of the device had a kink prior to use, and that water leakage was confirmed from the kink, and further confirmed that water leakage was confirmed from the channel. It is considered possible that the kink may have contributed to the cause - a further cause of the kink could not be presumed from the information provided for this investigation. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported on behalf of a customer, the colonovideoscope had a crumple at the insertion part. The event occurred during preparation for use. The unspecified diagnostic procedure was completed using a replacement device. There was no report of a delay or patient harm associated with this event. During incoming inspection, foreign material was coming out due to a blockage of channel. The event was related to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There were liquid leaks due to crumple part of connecting tube. In addition to evaluation, the light guide lens was broken. Insertion resistance was out of standard due to damage of connecting tube. The condition of light guide bundle was not good. The insertion amount was out of standard due to damage to the channel tube. The control part was polluted. The adhesive part of bending section cover was broken. Connecting tube protector was damaged. Switch button 1 was deformed. The gap of up/down knob was out of standard due to worn of angle-wire. Angulation in the right direction was out of standard due to worn of angle-wire. The scope cover was deformed. There were liquid leaks due to deformation of right/left and up/down knobs. The color of universal cord had changed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.